Event description:
It was reported that a system notice was received indicating that the safety system detected a compromised outer vacuum with the catheter during a cardiac ablation procedure. The balloon catheter and coaxial umbilical cable were replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 22469 were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed 13 applications were performed using the returned catheter. Patient file #2 showed 10 applications were performed using a non-returned balloon catheter. Patient file #1 showed system notice 50032 "the safety system has detected a compromised outer vacuum" during the inflation phase of applications #7, 8,9,10,11,12,13. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50032. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments were performed. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the shaft segment, a broken injection tube was identified 0.75 inches from the catheter tip and a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the pin size hole on the surface of the inner balloon, broken injection tube, and a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.